Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint xrays were evaluated and the reported event was confirmed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review states that medial and lateral femoro-tibial joint space is narrowed suggesting polyethylene wear. Tibial component coronal alignment is approximately 2° varus. Tibial component sagittal alignment exhibits approximately 8° posterior slope which is mildly excessive, may be due to subsidence of the posterior tibial tray and may be risk factor for polyethylene wear. Osteopenia is suggested, which may be risk factor for subsidence of the tibial tray. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2018-00131.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown natural knee femur, unknown natural knee tibial tray. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was being considered for a revision procedure due to unknown reasons. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.